Event description:
The facilty reports the resident had been bathed. The staff rolled the resident over on their left side to dry off when the rail gave way. The client then rolled off and landed on the floor. The resident suffered a laceration to their forehead and two black eyes. The ems took the resident to the hosp where resident received fourteen stitches.